Event description:
The customer obtained a non-reproducible higher than expected vitros total b-hcg ii result (8.51 miu/ml) for a single patient sample run on the vitros 3600 immunodiagnostic system. The initial result did not match clinical expectations, therefore the patient sample was repeated. An expected vitros total b-hcg ii result (<2.39 miu/ml) was obtained upon repeat testing. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros total b-hcg ii result was obtained for a single patient sample run on the vitros 3600 immunodiagnostic system. Based on results of precision testing and review of recent vitros total b-hcg ii quality control results, there was no evidence to suggest an instrument or reagent malfunction occurred. The investigation determined that the sample in question was not processed in accordance with the tube manufacturer¿s recommendations. A definitive root cause could not be determined. However, pre-analytical sample processing could not be ruled out as a contributing factor. The root cause of this event is unknown.